Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker and right atrial (ra) lead triggered a lead safety switch (lss) from bipolar to unipolar due to a high out-of-range pace impedance measurement of 2,123 ohms. Prior to the lss, atrial undersensing was observed. And after the lss, myopotential noise with oversensing was noted. The patient was brought in clinic for further evaluation, however the out-of-range pace impedance measurement was not reproducible with isometrics or pocket manipulations. Impedances measurements were okay in bipolar, and the lss was reset. This pacemaker and ra lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. -- this product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent fluctuations in impedance measurements with no conclusive evidence of a product malfunction; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker and right atrial (ra) lead triggered a lead safety switch (lss) from bipolar to unipolar due to a high out-of-range pace impedance measurement of 2,123 ohms. Prior to the lss, atrial undersensing was observed. And after the lss, myopotential noise with oversensing was noted. The patient was brought in clinic for further evaluation, however the out-of-range pace impedance measurement was not reproducible with isometrics or pocket manipulations. Impedances measurements were okay in bipolar, and the lss was reset. This pacemaker and ra lead remain in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker and right atrial (ra) lead triggered a lead safety switch (lss) from bipolar to unipolar due to a high out-of-range pace impedance measurement of 2,123 ohms. Prior to the lss, atrial undersensing was observed. And after the lss, myopotential noise with oversensing was noted. The patient was brought in clinic for further evaluation, however the out-of-range pace impedance measurement was not reproducible with isometrics or pocket manipulations. Impedances measurements were okay in bipolar, and the lss was reset. This pacemaker and ra lead remain in service. No adverse patient effects were reported. Additional information received reported that the battery of this pacemaker was suspected to be depleting prematurely. A battery longevity estimate from (B)(6) 2022 indicating approximately two years remaining, however a more recent estimate from (B)(6) 2023 showed 1 year remaining. It was noted that the patient was in persistent atrial fibrillation (af) since (B)(6) 2023, and there was ongoing noise on both this right atrial (ra) lead and right ventricular (rv) lead currently being monitored. It was unclear when the noise originally began. The observed noise resulted in non-sustained ventricular tachycardia (nsvt) episodes stored daily and daily transmissions for the yellow nsvt alerts. These daily transmissions and the persistent af resulted in a high power consumption. Lead revision was recommended, as it would be difficult to monitor true ventricular tachycardia (vt) with the numerous nsvt episodes stored daily. It was also recommended to stop doing daily interrogations to aid in reducing battery power consumption, and to consider vvir due to the persistent af. This pacemaker system remains in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent fluctuations in impedance measurements with no conclusive evidence of a product malfunction; please refer to the description for more information regarding the specific circumstances of this event.